Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Upon visual inspection, evidence of fluid damage on p2 connector was noted. The p2 connector was replaced and it was confirmed that the battery was charging correctly. Based upon the results of the evaluation, this event is attributed to use error due to fluid damage. Per the IFU for the space pump, it is stated to not spray directly on the pump and to allow the device to dry for at least twenty minutes prior to use.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is on going at this time. A follow up report will be provided when the inspection results become available. (B)(4).

Event description:
As reported by the user facility: ref #8713050u serial #(B)(4). Reports while power cord, ref #8713112d serial #(B)(4), plugged in and connected to pump...p2 connector shows visible thermal damage and battery depleted. (Report #(B)(4) corresponds to product 8713112d serial #(B)(4)).